Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("spotting and abundant menstrual bleeding") in an adult female patient who received essure (batch no. C26956). The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2014, the patient experienced dysmenorrhoea ("constant painful spots in right and left abdomen with abundant menstrual bleeding"). In (B)(6) 2016, the patient experienced pancreatic disorder ("pancreatic disturbance") with hyperinsulinaemia. In (B)(6) 2016, the patient experienced metrorrhagia ("metrorrhagia "). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), tendonitis ("tendinitis"), bursitis ("bursitis"), fatigue ("fatigue"), migraine ("migraine"), gastritis ("gastritis"), sinusitis ("very severe sinusitis sinusitis / inflammation of mucous membrane"), polymenorrhoea ("short menstrual cycles, menstrual period twice a month"), vomiting ("vomiting") and nausea ("nausea"). The patient was treated with surgery (surgery for removal will be done). Essure treatment was not changed. In (B)(6) 2016, the metrorrhagia had resolved. At the time of the report, the menorrhagia, tendonitis, bursitis, fatigue, migraine, gastritis, sinusitis, polymenorrhoea, vomiting, nausea, pancreatic disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for menorrhagia, tendonitis, bursitis, fatigue, migraine, gastritis, sinusitis, metrorrhagia, polymenorrhoea, vomiting, nausea, pancreatic disorder and dysmenorrhoea with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-feb-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: batch no: c26956; production date: 24-feb-2014; expiration date: 28-feb-2017; unconfirmed quality defect-but plausible. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 15-feb-2017: ptc investigation results received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced spotting and abundant menstrual bleeding. This event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy abnormal menses pattern changes may occur. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.